Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4) on behalf of her father (the patient) alleging that a one touch verio meter read inaccurately erratic. The patient reported blood glucose results of '7.5 and 15.0 mmol/l' with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision testing. The patient did not allege any harm or injury because of the reported issue. The patient did not have control solution for troubleshooting. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-same meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for precision testing. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the meter was tested and passed all testing with no faults found. The test strips were returned to lifescan on (B)(4) 2012 and tested by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips were tested and the alleged complaint could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.